Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued - (B)(6) 2011: ECG=non-st elevation myocardial infarction, (B)(6) 2011: ck=531 (uln=308), (B)(6) 2011: ck-mb=34.1 (uln= 5.8), (B)(6) 2011: troponin t=0.53 (uln=0.03), (B)(6) 2011: ECG=no myocardial infarction, (B)(6) 2011: ck=188 (uln= 308), (B)(6) 2011: ck-mb=5.7 (uln=5.8), (B)(6) 2011: troponin I=0.06 (uln=0.03). (B)(4). There was no reported product deficiency and the product was not returned. Angina, fever, and myocardial infarctions known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.

Event description:
It was reported that approximately 29 months after the direct xience stent implantation in the mid-left anterior descending coronary artery, the patient experienced a gradual onset of difficulty breathing, cough and anxiety. He was admitted to the hospital on (B)(6) 2011. The ECG was normal, but one cardiac enzyme, the ck-mb, was elevated. The patient was treated antibiotics and pulmonary medications and was discharged on (B)(6) 2011. On (B)(6) 2011 the patient was admitted to the intensive care unit after presenting to the emergency room on (B)(6) 2011 with chest pain and shortness of breath as well as fever and chills. The patient was found to be hypoxic and had elevated cardiac enzymes. He was diagnosed with a non-st elevation myocardial infarction associated with pulmonary disease. He was treated with medication and discharged on (B)(6) 2011. On (B)(6) 2011 the patient presented to the emergency room with gradually worsening shortness of breath over the prior 2 days, exacerbated by walking. He also complained of lower extremity swelling and fatigue. A single cardiac enzyme, troponin, was elevated, but no cardiac intervention was performed. The diagnosis was acute exacerbation of chronic obstructive pulmonary disease. The patient was discharged on (B)(6) 2011. No additional information was provided.